Manufacturer narrative:
Manufacturing site: (B)(4). Registration number:(B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No modification was made to coating process or coating material. No other similar product experience report was received from this lot. As lot history records review found no anomaly including coating process that would largely affect lubricity or tactile feedback of a guide wire, it was presumed that anatomical conditions or wire manipulation technique might have contributed to the reported pseudoaneurysm development. It was concluded that this event was not attributed to product quality. No CAPA will be taken. The malfunction and adverse effects section of the instructions for use (IFU) states dissection of blood vessels and perforation of blood vessels.

Event description:
It was reported that an asahi silverway diagnostic guide wire was used to gain access to the rca/lad. While advancing the guide wire via the left radial artery, it unintentionally entered into the thyrocervical branch or dissection plane and developed a pseudoaneurysm (psa). Coil embolization was performed to treat the psa. The patient was fine; however, this resulted in a week delay of a coronary artery bypass grafting (CABG).

Manufacturer narrative:
Manufacturing site: (B)(4). Registration number:(B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No modification was made to coating process or coating material. No other similar product experience report was received from this lot. As lot history records review found no anomaly including coating process that would largely affect lubricity or tactile feedback of a guide wire, it was presumed that anatomical conditions or wire manipulation technique might have contributed to the reported pseudoaneurysm development. It was concluded that this event was not attributed to product quality. No CAPA will be taken. The malfunction and adverse effects section of the instructions for use (IFU) states dissection of blood vessels and perforation of blood vessels.

Event description:
It was reported that an asahi silverway diagnostic guide wire was used to gain access to the rca/lad. While advancing the guide wire via the left radial artery, it unintentionally entered into the thyrocervical branch or dissection plane and developed a pseudoaneurysm (psa). Coil embolization was performed to treat the psa. The patient was fine; however, this resulted in a week delay of a coronary artery bypass grafting (CABG).